Manufacturer narrative:
Manufacturer's report date: 09/10/2009. Patient information requested and all available information is included. This report was filed by the manufacturer. Event logs and data set have been received. Investigation has not been completed. Follow-up report will be submitted with any relevant findings.

Event description:
Customer reported overinfusion of insulin at 2210. Nurse intended to program insulin 250units/250 ml at rate of 10 units/hr but, 1 hour later found pump infusing at 100 units/hour, which is above their guardrails hard limit of 70 units/hr. During programming, nurse received an unspecified soft alert, pressed yes to continue, and did not have a second rn check programming as is their policy. Insulin infused at higher rate for 1 hour before being detected by another nurse doing routine glucose check. Glucose result was below detectable limit, so nurse checked pump and discovered higher rate. Immediately stopped infusion and rechecked glucose with result 71. At 2400 glucose was 48 so 12.5 gm dextrose was given. Glucose at 0015 was 69 and patient was diaphoretic. Glucose at 0045 was 58 and 12.5 gm dextrose was repeated. Glucose at 0115 was 138, diaphoresis improved, and insulin drip was restarted. When reporter tried to replicate programming on another device she received a soft high limit warning of 20 units/hr. She acknowledges the user misprogrammed rate, but questions why hard limit did not prevent the infusion of 100 units/hr.